Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s ilet displayed repeated dexcom g7 sensor pairing failures during two consecutive sensor insertions, with the ilet showing ¿pairing with sensor¿ for about an hour and multiple pairing failed alerts, and no responsible device was identified. Symptoms included none reported. Outcomes included no medical intervention, no backup therapy, and no ketone testing. Investigation included complaint record review and troubleshooting with user education that advised sensor replacement and contacting the cgm manufacturer for replacements. Investigation of this case revealed pairing failures consistent with cgm sensor malfunction. It was concluded that the event was related to a sensor communication/pairing failure without patient injury or clinical impact. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.